Event description:
The customer observed falsely elevated wbc counts for one patient while using the cell-dyn sapphire analyzer compared to other results generated on different analyzers. This patient had previously undergone transplantation and chemotherapy, the customer indicated the following results: (B)(6) 2012: cell-dyn sapphire: 2.25 10e9/l, xe 5000 (sysmex): 0.02 10e9/l, cell-dyn 3700: 0.027 g/l, cell-dyn sapphire: run with resistant rbc: 0.168 10e9/l, cell-dyn 3700: run with resistant rbc: 0.18 g/l; (B)(6) 2012: cell-dyn sapphire: 4.82 10e9/l, cell-dyn sapphire: run with resistant rbc: 3.98 10e9/l. There was no impact to patient management reported due to these results.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer data provided showed the sample possibly contains plt clumps, lyse-resistant rbcs, fragile wbcs, and nrbcs. These interfering substance and conditions are identified in the product labeling as potential interferents which could affect wbc and wbc differential results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the cell-dyn sapphire analyzer, list number 08h00-01, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.